Event description:
The dental implant fx3610swc was removed on (B)(6) 2017 due to failure to osseointegrate 1 month after implantation. The doctor indicated that bone resorption caused the implant removal. The patient has no significant medical history and has been recovered without compications.